Manufacturer narrative:
A2: age at time of event: 18 years or older

Event description:
It was reported that the patient experienced complications and intervention was required. Obsidsio was selected for use in a hemorrhoid embolization procedure. During the procedure, obsidio was injected proximally using the standard method. The patient experienced a vasovagal response believed to be caused by an allergic reaction. The patient conditions were described as fainting and sweating associated with hypotension. The doctor stopped and treated the patient symptoms with a 500 ml bonus of normal saline, then embolized the last site with obsidio. The patient developed deep pelvic pain immediately after the procedure, that persisted. The patient was brought back for a colonoscopy, which revealed a stricture in the colon that was resistant to dilation. The computed tomography (CT) scan showed no ischemia. The plan was to repeat the colonoscopy. The patient status was fine.